Manufacturer narrative:
(B)(4); the device and electrode were replaced in (B)(6). Nothing eventful occurred from a sensing standpoint during the pocket opening or manipulation of the system. Electrode to header connection was confirmed and the tug test passed. The electrode and device were kept exactly in place when explanted and will be returned with the electrode connected to the header. A lateral x-ray was recommended by ts, but the physician declined that opportunity. The patient elected to have a transvenous system implanted after the s-ICD system was removed. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. However, during the analysis of the pulse generator (see MFR report # 2124215-2016-04920), engineers performed several manipulations of the s-ICD system while the pulse generator and electrode were still intact. Noise and oversensing was confirmed, which resulted in inappropriate shocks in the field; however a root cause could not be determined. The noise and oversensing could not be consistently reproduced during analysis to permit troubleshooting to the root cause.

Event description:
Patient received 2 inappropriate shocks. Some myopotential noise with isometrics, but didn't look like treated events. S-ecgs reviewed by ts, suggesting possible connection issue. Recommended lat x-ray. No adverse events. The field representative was contacted for additional information and confirmed that no chest x-ray has been taken, no interventions have been performed and no further testing was done to the system. Approximately one month later, the patient was seen for a follow-up appointment. It was observed that the patient received another inappropriate shock in alternate vector that occurred in (B)(6) 2015. Artifact was seen on the s-ECG, however could not be reproduced in the office setting by palpitating the pocket. When the patient was shocked, they were at home either laying in bed, preparing food, or sitting in a kitchen chair. Ts discussed limited options in programming since secondary vector could result in inappropriate therapy and primary could result in a baseline shift and inappropriate therapy. The field representative plans to discuss further action with the physician. Additional information was provided by the field representative stating the physician has elected to replace the device and electrode. The procedure has not yet occurred and the surgery date has not been set. Boston scientific engineering has requested, prior to removing the products, to observe the electrode and device in the pocket (i.e., twisting of electrode, loosened suture, etc), visual of electrode insertion placement with the header, tug-test prior to loosening setscrew, and return system with electrode attached if confirmed to be tightened correctly; or note if setscrew pulls out of header easily.